Manufacturer narrative:
Sc-1232 sn: (B)(6). The returned ipg was analyzed and would not charge despite the multiple attempts. No link could be established when attempted with a known good remote control (rc) and clinical programmer (cp). The ipg was cut open, and communication was established during a reattempt to link to the rc. The internal electrical test revealed that all measurements were within the expected range. Multiple attempts to get the device to the failing state was not possible. The device exhibited normal function throughout the rest of the analysis. With all the available information, boston scientific concludes that the reported event of charging difficulty was confirmed, however, the reported event of inadequate stimulation was not confirmed. A labeling review found that the reported event is a known risk associated with the use of an implantable pulse generator as part of a system to deliver spinal cord stimulation.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the ipg was difficult to charge. The patient underwent an ipg explant procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also noted that the ipg was difficult to charge. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.